Event description:
Olympus was informed that during an unspecified procedure, the tip of the device broke off. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the teflon jaw of the grasping section was burned and the insertion section sheath was buckled.